Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's grandmother reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 400 mg/dl to 600 mg/dl. The customer was treated for the high blood glucose with insulin pump. Customer did not report any symptoms related to the high blood glucose. No troubleshooting was performed. The device will not be returned for analysis.